Manufacturer narrative:
Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. The customer advised that the device would no longer respond to any keypad function. The batteries were removed to power off the device. Thereafter, the device was powered on and the functioned normally. This occurred while monitoring the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer.